Event description:
During an off-pump open heart procedure, the device locked up and could not be released from the pt. The surgical staff had to saw off the stabilizer's blade in order to remove it from the drive. A replacement unit was used to complete the procedure. No pt injury or further complications occurred.